Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Disengagement of glenosphere from baseplate. Revision surgery scheduled on (B)(6) 2016.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.